Manufacturer narrative:
Conclusion: edema is a known and anticipated complication with the progression of stroke disease. The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hosp.

Event description:
On (B)(6) 2008, pt presented with a (B)(6) of 20 and (B)(6) of 4. A 20 mg of IV tpa were given prior to use of the penumbra system. The penumbra system was used to access the target vessel of the left mi. Progression of infarction with midline shift occurred on (B)(6) 2008 and was reported during data review for the clinical trial as "progression of infarction with 1.7 cm midline shift, edema and brain herniation". The relationships to the study device and angiographic procedure are both uncertain. There were no actions taken, the event was reported as severe, and led to death.